Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in 2007. The lens was explanted the following year, due to the development of a cataract in the pt's left eye (os) and the pt was having night time vision problems. The icl was removed and a clear lensectomy was performed. There was no pt injury, no enlarged incision or sutures. An iol was implanted.

Manufacturer narrative:
(Secondary surgery), (night time vision problems), (clear lensectomy) - eval: lens work order search. Results - a lens work order search was performed and no similar complaint was found.